Event description:
It was reported that the during the second post-dilatation of the non-abbott stent in the mildly calcified renal artery, the 5.5 x 20 mm viatrac balloon was inflated to 8 atmospheres and ruptured. There were no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned for evaluation. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Because there was no report of leaks noted during preparation for use, this suggests that the balloon was not damaged prior to use and that the damage likely occurred during use. In this case, it may be possible that the balloon rupture is related to interaction with a lesion site which was described as mildly calcified. If the balloon experiences mechanical damage during the procedure, such as interaction with calcification, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. However, without having the device to examine, a conclusive cause could not be determined. All dilatation catheters are visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot was performed and revealed no other incidents for this lot. There is no indication to suggest a product quality deficiency.